Event description:
It was reported that the 9800 system was intermittently fluoroing on its own. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Possible system lockup simulated fluoro operation. Replaced the generator interface board (gib). The system was tested and found to be working as intended and placed back into service.